Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06288. The patient's spouse reported the patient was experiencing auto-reducing from his scs system. X-rays taken indicated the patient's lead was fractured. Surgical intervention took place at which time the lead was explanted and replaced. Effective stimulation was reportedly restored postoperative. As it is unknown which lead was fractured and subsequently explanted, all possible lots are being reported as such.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).